Event description:
Boston scientific received information that during an implant procedure the guidewire perforated a vein and went out into the pericardium. The perforation was confirmed with contrast solution. In addition, the patient had a very tortuous anatomy. The procedure to place the left ventricular (lv) lead was cancelled and the patient received a competitor system which was connected to the right atrial (ra) and right ventricular (rv) lead. An ultrasound was performed and confirmed that there was no fluid in the pericardium. As there were no further adverse effects experienced by the patient. The patient was discharged and the system remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report should further information be provided.